Event description:
The user facility's perfusionist reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) of perfusion system could not be adjusted using the cursor. The cursor always shifted at the touch point, so the user could not control this ccm as well. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.